Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020 reporting that the implant was removed due to never getting therapy. The cause was unknown and confirmed to be unrelated to their throat issue. Their throat issue still occurred. They had to have duoneb therapy and was in second stage recovery after removal for stridor. No further complications were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep), healthcare provider (hcp) and the patient regarding their implantable neurostimulator (ins). Information was reported that the patient is having a consult with her healthcare provider (hcp) on (B)(6) 2020 to discuss having the ins removed because it is not providing therapeutic benefit. The patient stated she is getting stimulation in the right area on the one side, but she is still not getting her therapy benefit since being implanted. The patient has crps, and she is having a lot of issues with her throat from her disease and the ins makes it worse. The patient has been reprogrammed several times and nothing is helping. The patient has also had imaging done and seen a few specialists. The patient is has a planned and scheduled explant of the device. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.